Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through implant patient registry, in (B)(6), a patient had two 26mm sapien 3 valves implanted in the aortic position. The reason for the valve in valve is unknown at this time.

Manufacturer narrative:
Additional information was received. The ¿date of this report¿ was confirmed to be (B)(6) 2018, not (B)(6) 2018 as initially reported. Section was corrected. Valve in valve is performed as an intervention for severe or clinically significant paravalvular leak (pvl), central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, the medical facility declined edwards request for additional information for this event. The reason for the patient having two 26mm sapien 3 valves implanted in the aortic position is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.